Event description:
It was reported that a patient underwent a pancreato duodenedomia m. Whipple, using a davinci robot, on (B)(6) 2023 and suture was used on the biliary-intestinal anastomosis. During the procedure, when performing the process of the gold-intestinal fusion, the needle was spontaneously detached from the thread and, as a result, one needle was lost in the surgical field. As a result of this mini-conversion, the procedure was prolonged by one hour, which exposed the patient to health and life risk and a greater postoperative complication due to prolonged anesthesia. The procedure was completed using the same product from another package. The needle was found in the operating field. It was necessary to increase the antibiotic administered and expand the number of drugs given to the patient postoperatively. The postoperative wound, due to the need for conversion, takes much longer to heal and the patient takes longer to recover. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the lot number: tamctj. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Aside from the increased number of anesthetic drugs and the need to open the patient - no. The postoperative wound, due to the need for conversion, takes much longer to heal and the patient takes longer to recover. What tissue was being sutured when the event occurred? Biliary-intestinal anastomosis. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? It was necessary to increase the antibiotic administered and expand the number of drugs given to the patient postoperatively. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Personal data forbidden by (B)(6) head of operating room. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many of the 5 devices contributed to the need for the surgical conversion? How many of the 5 devices contributed to the need for the increase in antibiotics administered and the expansion of number of drugs given post-op? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Note: related events reported via 2210968-2023-04567, 2210968-2023-04568, 2210968-2023-04569, and 2210968-2023-04571.